Event description:
Boston scientific received information that during a changeout procedure, the setscrews were not functioning properly and the leads would not release. After troubleshooting, the decision was made to sever the leads. No asystole occurred. No adverse patient effects were noted. The system was successfully replaced.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough device evaluation was performed. Damage to the header, broken wrench tip, stuck setscrews, and bent retainer rings was consistent with induced damage. Analysis confirmed this device experienced normal battery depletion.